Manufacturer narrative:
Product ID 377775, lot# j0546558v, implanted: (B)(6) 2006, product type lead; product ID 377775, lot# j0555087v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# j0546528v, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient's device was implanted on the wrong side and "got into the patient's spinal fluid." It was also reported the patient had to be shocked on the table. The healthcare provider reportedly did the final implant on the correct side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on 2006-dec-08. The patient was implanted with a restore system a couple of days ago and had dissatisfaction. The patient felt stimulation in her back and then was ¿shocked so hard¿ that she screamed. Now, stimulation is not on the left side of the body, and that is where her pain is at. The patient¿s physician told her that she has to go back into surgery, and the patient is afraid of the shocking happening again. Additional information was received from a health care provider regarding the patient on (B)(6)2007. It was reported that on the day of surgery (B)(6)2006, the patient felt a ¿shock¿ on the right flank during operating programming. No patient treatment/intervention or device troubleshooting was required or performed. On (B)(6)2006 in the outpatient clinic, the patient reported continued right flank pain in the area of the shock. Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6)2018. It was reported that the device was put in on the wrong side and needed to be revised. They turned the wire and the wire connected the wrong way. They removed the second device and put the same device in on the other side. The patient wasn¿t sure if the same device was put back in or if they used another device. This had occurred a couple of weeks after the implantable neurostimulator was implanted on (B)(6)2006. (Manufacturer¿s records indicate a lead replacement on (B)(6)2007). There were no further complications reported or anticipated.

Event description:
It was reported that the patient's device was implanted on the wrong side in 2006. It was noted that the physician "would not move the therapy." It was further noted that the patient "had to work with the manufacturing representative to find a physician to move it." If additional information is received, a follow-up report will be sent.